Manufacturer narrative:
A new device was successfully implanted. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a normal device change out procedure, the terminal end of this right atrial (ra) lead became stuck in the header of this implantable cardioverter defibrillator (ICD). When attempting to remove the ra lead, the terminal pin pulled apart from the lead body. It was reported that the setscrews were loosened prior to the attempt to remove the lead. The lead was surgically abandoned and the device was successfully explanted. No adverse patient effects were reported.